Event description:
It was reported, "we were 75% through the case when the entire machine went totally silent and the screen froze. We stopped the surgery [for 1 hour] and tried to reload the settings and then even rebooted it. The machine then sort of worked but the prass probe was less useful and the machine was not making the same sorts of normal sounds we had prior to the ¿seizure¿. " the nurse sent additional information indicating that there was a patient nerve injury requiring additional intervention (vocal cord injection). The procedure was a total thyroidectomy lasting approximately 6.5 hours.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned 2015-01-06. Device evaluated by engineering 2015-02-09. The product analysis for 8253001 (nim response 3.0 mainframe) found no fault with the device. As a precautionary measure, the touchscreen was calibrated and the device was placed in the burn-in unit for 24 hours, attempting to observe heat-related failures. The unit never failed, and when tested passed all manufacturing specifications. The product analysis for 8253200 (patient interface) found no fault with the device. It was tested and passed all manufacturing specifications. Method: actual device evaluated; visual inspection; temperature testing; simulated use testing. Results: no failure detected. Conclusion: unable to confirm complaint.